Event description:
The second report of two - cross reference with MFR. 3004608878-2012-00133 ((B)(4)). A chiari decompression was being performed while using a mayfield modified skull clamp. The clamp was in use 10-15 minutes when the incident occurred. The integra disposable pins (a1120-lot number 1122094) were placed with the patient supine, then the patient was turned to the prone position and the skull clamp was secured in the mayfield base unit prior to the incidents. The nature of the malfunction, was described as the mayfield moved and the patient's head slipped in the pins. This happened two times, with two different skull clamps and sets of pins. A revision was not required, however, there were two scalp lacerations which required staples. There was a delay in surgery for approximately 30 minutes. A stereotaxy device was not used during the procedure. The patient outcome was good as the patient was discharged on (B)(6) 2012.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.